Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button alarm and had no button response due to corroded keypad trace. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm due to button keypad anomaly. No scrolling numbers display anomaly noted. The insulin pump passed idle current test. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed for a button error alarm and that the alarm could not be cleared. The buttons were unresponsive. The blood glucose reading was 65 mg/dl. The numbers on the display started to scroll without input. No significant events leading to the issue could be recalled. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.